Manufacturer narrative:
MDR 3003442380-2024-04624 - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 2 infusion set cannula was bent event on 15-apr-2024. The event occured within three hours of insertion. The site of insertion was at abdomen. The blood glucose level was 110 - 115 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.